Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2009-05425 for a description of the second device. It was reported to boston scientific corporation that during a vaginal vault suspension procedure using an uphold vaginal support system, when the first leg assembly was thrown through the patient's right sacrospinous ligament, the capio cage did not catch the needle. Therefore, the doctor attempted to remove the leg assembly, but it became stuck in the ligament, and the needle detached inside the ligament and was not retrieved. The physician noted that a year prior, the patient had an unsuccessful "ams apogee and perigee" placement procedure. She opined that the needle became stuck in the previous mesh, and that caused the needle to detach from the uphold suture. The physician removed the uphold device from the patient and completed the procedure with another opened uphold vaginal support system. Although the procedure was prolonged, there were no further complications to the patient, who is reportedly "stable" post-procedure.